Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance prod safety and pharmacovigilance.

Event description:
The consumer reported using the prod for three to four hrs on her lower back. When the patch was removed, the consumer described redness and a burn with blisters which formed scabs. The consumer did not seek medical attention at the time of the incident. The consumer kept the area dry by covering with gauze pads, and the injury took two weeks to heal.